Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient was driving and he said he was acting funny and feeling hazy. He was driving on the wrong side of the road so the police asked him to pull over. The policeman called the ambulance and the paramedics took a bg reading which was 51 mg/dl and the cgm reading was 88 mg/dl. The paramedics treated the patient with active glucose fluid via IV. After the treatment the patient was feeling ok. The patient was not taken to the hospital. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.